Event description:
The customer reported that the device was failing the defib and pacer test. There was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to philips for eval and the reported symptom was reproduced. The issue was localized to the power pca. Replacement of the power pca resolved the symptom. After passing all required testing the device was returned to the customer.